Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014, resulting in patient experiencing loss of consciousness and subsequently hospitalized. Patient reported passing out and convulsing while at church. A nurse (fellow church member) dispatched 911. Patient is unclear, but believes her fellow church member also administered glucagon. Patient recalls the last reading on her continuous glucose monitor (cgm) as 120 mg/dl . Patient regained consciousness in the ambulance and stated blood glucose (bg) was taken at that time and it read 68 mg/dl . Upon arrival at the hospital, patient was administered glucagon. Patient's blood glucose (bg) was taken again with a reading of 86 mg/dl. Patient was admitted to the hospital and remained from (B)(6) 2014. No further medical intervention or injuries were reported. The current condition of the patient was relayed as being good.

Manufacturer narrative:
(B)(4).